Manufacturer narrative:
Philips conducted an investigation into a complaint involving a malfunctioning wireless footswitch. The philips field service engineer (fse) conducted an onsite inspection and confirmed that the footswitch was not charging due to broken pins inside the connector. In response, the customer had been using a wired foot pedal as a workaround. To address the issue, the fse replaced the faulty wireless footswitch, its charger, and the base station. The defective wireless footswitch and base station were returned to philips for failure analysis. The analysis revealed several issues with the wireless footswitch: missing anti-slip rings, an unattached mounting table, and an incorrectly installed rubber sleeve. Additionally, the connector exhibited signs of external damage, including a broken charging pin. As for the wireless footswitch base station, the supplier's part analysis could not conclusively determine the cause of its failure. However, the replacement of both the wireless footswitch and the base station successfully resolved the reported issue, restoring the system's functionality. Post-replacement, the system was confirmed to be in good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Because of this, the malfunction of a wireless footswitch is not likely to lead to death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch charging connector was damaged. The system not was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.